Event description:
It was reported that when the nurse pulled the drain from the patient, a small piece of the tip broke off and was left in the patient. On a later date following a surgical procedure, a routine x-ray was performed at this time the x-ray showed what appeared to be the tip of a drain tube. It has not been confirmed by the facility whether this was a drain tip that broke off into the patient. However the facility thinks it may be the tip of the cbc drain tubing which broke off when the nurse removed the drain. No medical intervention has been reported at this time. The physician states they have been unable to bring the patient in for a second x-ray. According to the physician the patient is not having any problems and is unsure if any intervention will be used since the patient is not reporting any issues.

Manufacturer narrative:
The unit was not available to stryker (B)(4) for evaluation as stated in the information provided since it was retained by customer. Therefore, the claimed broken wound drain tube condition was not confirmed. Device not returned.

Event description:
It was reported that when the nurse pulled the drain from the patient, a small piece of the tip broke off and was left in the patient. On a later date following a surgical procedure, a routine x-ray was performed at this time the x-ray showed what appeared to be the tip of a drain tube. It has not been confirmed by the facility whether this was a drain tip that broke off into the patient. However the facility thinks it may be the tip of the cbc drain tubing which broke off when the nurse removed the drain. No medical intervention has been reported at this time. The physician states they have been unable to bring the patient in for a second x-ray. According to the physician the patient is not having any problems and is unsure if any intervention will be used since the patient is not reporting any issues.

Manufacturer narrative:
The unit was not available for evaluation. Therefore, the claimed broken wound drain tube condition could not be confirmed. Device not returned.